Manufacturer narrative:
Terumo has received the actual device for evaluation; visual inspection confirmed the separation of the membrane from the housing. The root cause to this issue has been identified; changes made by terumo's suppliers manufacturing methods/process were causing part failures that were exposed during the sterilization cycle. Terumo's supplier corrective actions include new assembly tooling to their process as well as modifying their assembly process to meter the adhesive. The device history record did not indicate any production related problems. All available information has been placed on file in quality management for appropriate tracking, trending and follow up. (B)(4).

Event description:
The user facility reported to terumo cardiovascular that prior to cardiopulmonary bypass surgery, during set-up, the membrane is separating from the dome, causing it to leak. The product was changed out and the surgery was completed successfully.